Event description:
Reportedly, the ventilator alarmed and then shut down. It is unk how long the alarm sounded before it shut down. The pt was immediately switched to another ventilator. Please note that there was no injury to the pt in this case. If this were to recur, and the caregiver did not respond in a timely fashion, then the pt could be harmed by a lack of ventilation.

Manufacturer narrative:
(B)(4).